Event description:
The customer contacted abbott regarding failed calibration for the axsym rubella igg assay, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated. The customer was advised to centrifuge the calibrators and recalibrate the rubella assay. Recalibration was unsuccessful. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.